Manufacturer narrative:
Manufacturing review: the device history records were reviewed and the lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. Loose and frayed fibers were noted along the length of the balloon. The fibers were examined under microscopic magnification and were found to be intact. No other anomalies were noted along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an 0.035" guidewire and the guidewire was unable to advance past the proximal end of the balloon. The fibers were stripped from the balloon and the balloon was inflated to nominal pressure and deflated without issue. The inner guidewire lumen was observed to be kinked inside the balloon, likely due to how the device was packaged for return. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for frayed balloon fibers on the barrel of the balloon. The investigation was inconclusive for stent retraction issues, as functional testing could not be performed and the event could not be replicated. Per the reported event details, the physician believes that during predilatation, the balloon fibers possibly frayed due to the severely calcified lesion. It is possible that the frayed fibers became caught on a stent strut during withdrawal, causing the balloon to become stuck in the stent. However, based upon the available information the definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post deployment of a stent in the sfa, the balloon catheter was used to expand the distal portion of the stent, during repositioning of the balloon catheter, the balloon allegedly became stuck within the stent. It was stated that the hcp strongly withdrew the balloon catheter and allegedly damaged the stent. Upon removal of the balloon catheter from the patient, the outer layer of the balloon appeared to be frayed. Reportedly, placement of another stent within the damaged stent was required to appose the damaged stent against the vessel wall. There was no known reported impact or consequence to the patient.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post deployment of a stent in the sfa, the balloon catheter was used to expand the distal portion of the stent, during repositioning of the balloon catheter, the balloon allegedly became stuck within the stent. It was stated that the hcp strongly withdrew the balloon catheter and allegedly damaged the stent. Upon removal of the balloon catheter from the patient, the outer layer of the balloon appeared to be frayed. Reportedly, placement of another stent within the damaged stent was required to appose the damaged stent against the vessel wall. There was no known reported impact or consequence to the patient.